Manufacturer narrative:
Three attempts were made to retrieve the device for evaluation but the device was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: flickering probable root cause: cables, connectors, sources, or sinks, capture card, motherboard, power supply , sdc firmware, over-heating (air duct, fans, heat sinks, dust, vents), sdc application software [cor, ip], clarity package, clarity algorithm, use error, cybersecurity - assets - video input/output, video routing, teleconferencing/calls/video streaming esp software . The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that or hub was on 5.2 sw in integrated room. In the setup they use hub display settings to change the display format of an hdmi output to dvi related settings. With the reboot of the or hub these display format and display profile settings are reverting back automatically to hdmi settings which is causing flickering in the room. Customer wants the display profile and display format settings to stick in future software. They keep getting flickering in this room so they inspected it and figured out that this setting keeps defaulting back even though they want it to stay on the setting they set it to. It just keeps doing it. Sometimes in a minute there would be a lot of flickering within a minute, and sometimes it wouldn¿t flicker for 15 or 20 minutes. Hence there is a loss of image and flickering.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that or hub was on 5.2 sw in integrated room. In the setup they use hub display settings to change the display format of an hdmi output to dvi related settings. With the reboot of the or hub these display format and display profile settings are reverting back automatically to hdmi settings which is causing flickering in the room. Customer wants the display profile and display format settings to stick in future software. They keep getting flickering in this room so they inspected it and figured out that this setting keeps defaulting back even though they want it to stay on the setting they set it to. It just keeps doing it. Sometimes in a minute there would be a lot of flickering within a minute, and sometimes it wouldn¿t flicker for 15 or 20 minutes. Hence there is a loss of image and flickering.